Manufacturer narrative:
This report is for one (1) unknown blade (size 100ml-size). Additional product codes for this report include hwc. The original implant date is unknown; however, it reportedly took place approximately twelve (12) months prior to the revision. Per facility, the complainant part has been discarded and is not available for evaluation. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure (B)(6) 2015 to remove a proximal femoral nail antirotation (pfna) blade that had been implanted on an unknown date approximately twelve (12) months earlier. The patient was experiencing pain. An x-ray was ordered and confirmed that the blade was too long and had been protruding through the femoral head and into the joint space. The unknown blade (100ml size) was removed and replaced with a shorter blade (80ml size). The pfna nail itself remained in situ. This report is for one (1) unknown blade (size 100ml-size). This report is 1 of 1 for (B)(4).